Event description:
It was reported that a user experienced perceived low glucose readings by fingerstick that were significantly lower than concurrent ilet readings, while device reports showed most values in range or above; the user was advised to consult a clinician regarding custom glucose range settings and to clarify testing procedures, and was transferred for clinical support. Symptoms included concern for hypoglycemia based on fingerstick results. Outcomes included need for additional troubleshooting and education. Investigation included review of available glucose data and user-reported comparisons between fingerstick and ilet readings, along with counseling on test technique and treatment guidance. Investigation of this case revealed a cause could not be determined, with potential contributors including discordant capillary measurements versus sensor-driven system values and user technique considerations. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.